Manufacturer narrative:
The device history record review was not possible as there was no lot number reported. The physical samples were received and evaluated as part of the investigation. The samples met requirements, and we were unable to duplicate the reported event. After evaluating the actual physical samples, the conditions reported by the customer were not confirmed, nor could it be confirmed that the condition reported by the customer was related to manufacturing. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Customer reports: a hematoma was discovered during the use of scd700, and an incision was required for retrieval. I have been using it since 7/17 and noticed that a hematoma had formed on the morning of 7/25. The patient had edema even before using the scd700 system. It is unknown how much edema it was. Currently, the treatment is over and the patient's condition is stable, and scd is not being used. It seems that the alarm does not go off during use, but I asked for an investigation of the main unit and consumables to see if there is a possibility that the pressure has temporarily increased. The usage period was 9 days.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.